Event description:
On (B)(6), 2011, during attempted implant of a miniarc precise sling, the surgeon felt the device got "hung up" and was no longer in the correct location. When the needle/handle was pulled back, the mesh remained in the patient. A monarc sling was then implanted without further consequence to the patient.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.